Event description:
It was reported that a patient with a 25mm 11500a inspiris valve underwent a redo aortic valve replacement procedure after an approximate implant duration of five (5) years, eight (8) months due to aortic stenosis. The explanted valve was replaced with a mechanical valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.